Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of implantable cardioverter defibrillator (ICD) there was detection of high impedance coil. During the ICD re-operation it was found that the electrode screw was ruined. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.